Event description:
An attorney reported that after a l2-l3 discectomy that took place in (B)(6) 2012, the pt had numbness and weakness in the left leg.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.